Event description:
Pt had surgery for aortic valve replacement w/concurrent coronary artery bypass graft times one. 17mm aortic st jude valve was implanted. The pt did not come off the pump. Physician determined the need to reopen the heart. The physician found a piece broken off the valve flap in the aorta. The piece was recovered and a new valve was sent for and replaced. The pt recovered and was discharged home on 06/25/1998. At this time the pt is recovering well.